Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. Within hours after the sensor was inserted, the patient stated he could feel the adhesive starting to burn the skin, had chemical burns that left scarring, and had pain and itching. He stated that he is not allergic to adhesive. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.